Event description:
Event description guidant received information that the pace/sense portion of this chronic lead was surgically abandoned, and replaced with another guidant lead. The lead displayed diaphragmatic oversensing that caused pacing inhibition.